Event description:
The complainant alleged that during biomed testing, they were unable to connect the multifunction cable to the device. The complainant indicated that there was no pt involvement in the reported malfunction.